Event description:
In 2006, the physician placed a graftmaster stent in an unk vessel following a perforation to the vessel. The cause of the perforation and the size of the perforation are unk. Reportedly, "the stent was implanted at a maximum pressure of 16 atms but the perforation wa not sealed due to the stent no long enough to cover the entire perforation." The pt experienced cardiac teamponade, cardiac arrest and had an intra-aortic balloon pump (iabp) inserted. On 02/28 2006, the pt died. The exact cause of death is unk.